Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. The results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: apr 28 1998. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure on an unknown date, it was discovered that the screwdriver tip had broken off. There was no reported patient harm or surgical delay due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the cruciform screwdriver (part number 313.96.96, lot number a4hj291). The subject device was returned with the complaint condition stating one of the four cruciform tips has sheared off at its base and was not returned to customer quality (cq) for evaluation. Whether this complaint can be replicated is not applicable for this condition as the screwdriver is already broken. This complaint is confirmed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No non-conformace records were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Drawings were reviewed. No product design issues or discrepancies were observed. The exact root cause of the complaint condition is unknown, but the damage is consistent with being subjected to excessive lateral force that would not be experienced during the device's recommended usage. The returned device is over 18 years old. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.